Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The pump was reset, and when the pump powered on, the touchscreen became unresponsive. The customer reverted to an alternate method of insulin therapy. There was no impact to the customer¿s blood glucose level.